Event description:
The customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc reference and pressure sensors failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer reported visual inspection found the data acquisition pcb to motor controller pcb cable was not fully seated. The service engineer reseated the cable to address the reported problem. Applicable final testing was performed to operating specifications.

Manufacturer narrative:
Cable reseated.